Manufacturer narrative:
A visual examination of the returned snare revealed the wire and loop to have been cut by the customer and the distal portion was not returned. The handle cannula had been detached from the handle assembly. The working length was bent adjacent to the distal end of the strain relief and the handle cannula was found to be pulled distally past the distal end of the strain relief. An examination of the handle cannula found it to be properly crimped at approximately 2 millimeters from the proximal end securing the cable inside the cannula and score marks from the cap screw were visible on the cannula. The cannula diameter was measured to be approximately .0460 inch, specification is .0455 to .0465 inch. The socket head cap screw was inside the finger ring and torqued into the active cord insert. The gap inside the insert and under the set screw was pin gauged and measured to be approximately .048 inch. During the evaluation the device was disassembled and the screw removed from the insert with some resistance noted. The tip of the screw and the screw threads presented some damage. The screw thread length was measured to be 0.424", specification is .437" +.000/-.030. An examination of the insert found the threads to be without issue. It was noted that the condition of the returned unit was not consistent with the complaint incident that the snare was unable to be closed. Based on all gathered information the investigation fails to determine a definite root cause. A corrective action has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the snare loop was unable to close. Since the snare was unable to be removed from the scope, the physician cut the shaft to remove the snare. The procedure was completed with a new endovive safety peg kit pull method . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the snare loop was unable to close. Since the snare was unable to be removed from the scope, the physician cut the shaft to remove the snare. The procedure was completed with a new endovive safety peg kit pull method . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of difficulty in closing the snare. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.